Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery. Tandem technical support arranged shipment of replacement pump with updated software.